Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the return of symptoms was determined. Patient stated they were advised to turn up. They were now at 1.0. It was resolved on phone call.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel disfunction. It was reported that  about the day before yesterday experienced a return of symptoms. Patient said went to the MRI center on wednesday and the MRI technician checked patient's device. Patient said is scheduled to have MRI next week. When asked, no changes to what patient normally eats or drinks. Patient said that they had a dental procedure on wednesday. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and made a slight increase in setting. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.